Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported event as the returned device performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to the filament; no leaks were found. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and tests revealed a crack in the pump connecting tube. Therefore the pump was removed and replaced. The cause of the pump connection tube crack was not detailed by the hospital. The patient improved following the surgery and had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and tests revealed a crack in the pump connecting tube. Therefore the pump was removed and replaced. The cause of the pump connection tube crack was not detailed by the hospital. The patient improved following the surgery and had a stable outcome.